Manufacturer narrative:
Pending investigation. Concomitant medical products: serial #: (B)(4), catalog #: 02-020-14-0225 - truliant cr por fem cr por left sz 2.5, serial #: (B)(4), catalog #: 02-022-55-2525 - truliant por tib tray size 2.5f/2.5t, serial #: (B)(4), catalog #: 200-02-32 - three peg patella 32mm, serial #: (B)(4), catalog #: 521-78-23 - threaded pin size 2.3 collared 2pk, serial #: (B)(4), catalog #: 180-65-30 - alteon 6.5mm screw, 30mm, serial #: (B)(4), catalog #: 180-65-30 - alteon 6.5mm screw, 30mm. Recall number: z-0023-2022.

Event description:
As reported, the female patient had a left knee tka on an unknown date. The patient was brought back for left knee pain. The poly liner was removed, and screws removed from tibia. The tibial was found to be well fixed. Attention turned to the femur and it was found to be well fixed as well. The patient received a 13mm crc insert. There was no reported breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, e, g. The reason for the clinical symptom of pain reported cannot be conclusively determined and the event cannot be confirmed because the devices were not returned for evaluation, but the image of product and screws appear unremarkable for device issue. An additional contributing factor to the revision may have been inclusion of the polyethylene in the packaging recall. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.